Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 4 years and 6 months post tavr implant using a 23mm sapien 3 valve via transfemoral approach, the valve is failing due to central regurgitation. At this time there is no scheduled procedure date as the patient is still being evaluated.

Manufacturer narrative:
The 23mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of central regurgitation was confirmed based on the provided medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 6 months post tavr implant using a 23mm sapien 3 valve via transfemoral approach, the valve is failing due to central ai. No scheduled procedure date at this time as the patient is still being worked up". Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Per the medical record review, the patient had a history of hyperlipidemia, which is known to increase the risk of bioprosthetic tissue calcification. Calcified leaflets can in turn impact the thv function by interfering with proper coaptation (e.g., due to thickening), resulting in central regurgitation. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, the 4-year and 6-month transthoracic echocardiogram (tte) showed a left ventricle ejection fraction of 50-55%. The bioprosthetic aortic valve is present but malfunctioning. Cusp separation is normal. There was no evidence of stenosis. Moderate regurgitation was observed. The aortic valve peak/mean gradient was 11/6mmhg with an aortic valve area (ava) of 1.2cm2.